Event description:
International affiliate reported there was a slit on the heat sealed area at the right side of the exit port. There were no adverse consequences to the pt.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been rec'd; however, the product evaluation is not yet completed. Any further info, derived from the eval, will be submitted in a supplemental 3500a form.